Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that previous data from the patient's implantable pulse generator (ipg) was lost and replaced with the value "zero". The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a software error. Single bit flip in ramware causing the diagnostics to clear.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.